Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer stated that the insulin pump alarmed sensor error. During the phone call, the customer experienced hypoglycemia and became unresponsive. Paramedics were called to assist the customer, and the customer was subsequently hospitalized. The customer's husband stated that he feels the hypoglycemia was the result of the customer taking too much insulin by syringe. It was also reported that the insulin pump alarmed "no delivery". Nothing further was reported.